Event description:
Promus premier china registry. It was reported that patient died. On (B)(6) 2019, the patient presented with unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion #1 was located in the proximal right coronary artery (rca) to mid rca with 85% stenosis and was 64mm long and a reference vessel diameter of 3.5mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75mm x 38mm and 3.50mm x 32mm promus premier stents. Following post dilation the residual stenosis was 0%. After 6 days, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient presented with coronary atherosclerotic heart disease and was hospitalized for further treatment. No other action was taken to treat the event. Nine days later, the event was considered to be recovered/resolved and the patient was discharged on the same day. Another nine days later, the patient presented with coronary atherosclerotic heart disease and was hospitalized for further treatment. No other action was taken to treat the event. Three days later, the patient died. It was further reported that the patient was treated medically and that the primary cause of death was coronary atherosclerotic heart disease.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: the 2nd affiliated hospital of (B)(6) university.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that patient died. In (B)(6) 2019, the patient presented with unstable angina and was referred for cardiac catheterization. Index procedure was performed on the same day. The target lesion #1 was located in the proximal right coronary artery (rca) to mid rca with 85% stenosis and was 64mm long and a reference vessel diameter of 3.5mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75mm x 38mm and 3.50mm x 32mm promus premier stents. Following post dilation the residual stenosis was 0%. After 6 days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient presented with coronary atherosclerotic heart disease and was hospitalized for further treatment. No other action was taken to treat the event. Nine days later, the event was considered to be recovered/resolved and the patient was discharged on the same day. Another nine days later, the patient presented with coronary atherosclerotic heart disease and was hospitalized for further treatment. No other action was taken to treat the event. Three days later, the patient died.